Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible ventricular over-sensing was observed on stored electrograms. However it was noted that the right ventricular (rv) lead is inactivated and no longer in use. It has been replaced by a leadless pacemaker. No patient complications have been reported as a result of this event.